Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-00174. It was reported that tone of the patient's leads had migrated. The patient underwent a surgical procedure on (B)(6) 2022 during which the lead was explanted and replaced to address the issue. During the procedure, the physician accidentally partially pulled out the patient's other lead and decided to explant and replace the other lead as a result.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.